Event description:
Per international affiliate, the customer reported that the viper2 final tightener handle is not triggering (ie. Stopping during torque tightening) because the tip of the viper final tightener driver is broken. Affiliate reports the tip of the final tightener shaft broken because the handle is not stopping. The broken tip was retrieved but was lost during the decontamination process. The following mfg medwatch reports are being filed for the viper2 final tightener handle and viper final tightener driver that were involved in this event. 1526439-2014-12019 1526439-2014-12020.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The viper2 final tightener handle was not returned for evaluation. Examination of a photo that was provided indicated no apparent defects or anomalies. Review of the device history record found no discrepancies. A review of the complaint trend analysis was performed and no systemic trend was identified as a result of the analysis. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Not returned.

Manufacturer narrative:
One (1) viper2 final tightener handle [product code: 2867-45-500, lot no: gb34024] was returned to the complaints handling unit for evaluation. Handle was then delivered to the new product development lab for testing. The handle could not be tested as the handle was seized. Review of the device history record found no discrepancies. A trend analysis found no systemic trends that require further action. The root cause of the final tightener handle becoming seized cannot positively be determined. It is likely the age of the device caused or contributed to the seizure. The device is approximately 3 years old. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.